Event description:
There was an allegation of questionable test results for 1 patient on a cobas e 801 analytical unit. Results for the following assays were affected: elecsys t3, elecsys cea, elecsys fsh, prolactin, afp, cyfra 21-1, and estradiol. The initial fsh result was 0.3 iu/l. The repeated results were 3.03 iu/l and 5.11 iu/l. The initial t3 result was 5.98 ng/ml. The repeated result was 1.24 ng/ml. The initial afp result was 0.91 ng/ml. The repeated results were 7.55 ng/ml and 4.20 ng/ml. The initial cyfra 21-1 result was 0.1 ng/ml. The repeated result was 4.23 ng/ml. The initial prolactin result was 0.09 ng/ml. The repeated results were 13.00 ng/ml and 4.79 ng/ml. The initial estradiol result was 404.00 pg/ml. The repeated result was 208.00 pg/ml. The initial cea result was 0.3 ng/ml. The repeated results were 2.22 ng/ml and 4.88 ng/ml.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative performed air purges, mechanism checks, and conditioned the measuring cell. He replaced the probes, tubing, sample pipettor, syringe, and pinch valve/tubes. He performed checks, replaced the sipper, and performed adjustments. He found the tilted internal rubber packing was cracked/damaged. He replaced and realigned it. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.